Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube proximal and distal to the detachment site. No damage was evident to the distal tip. There was a kink on the inner member at the mid to proximal section of the balloon. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one nc euphora rx ptca balloon catheter to treat a mildly tortuous, non-calcified lesion exhibiting 90% stenosis located in the mid/distal right coronary artery (rca) and right posterior descending (r-pda) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was stated that the catheter kinked. It was also reported that the balloon was inflated and deflated multiple times and following this, it was observed that the end/tip of the balloon and distal catheter was deformed. It was stated that there were no difficulties noted prior to the multiple inflation and during deflation of the nc euphora. The device was withdrawn from the patient with no problems. No resistance was noted during withdrawal. The patient was reported to be alive with no injuries.